Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the bed was jammed and lowering down causing the foot hi/lo motor to break, and bend its mounting bracket.